Event description:
The distributor reported that the audio bolus button was not activating desired pump functions when pressed. Evaluation did not confirm any issue with the audio bolus button but did find that the keypad buttons were intermittently responding to desired pump functions. Adhesive was found under the keypad button contacts. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation did not find any issue with the audio bolus button. All keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.